Event description:
The customer reported that the insulin pump alarmed button error. Customer's blood glucose was 71 mg/dl. Troubleshooting was done. Customer stated the insulin pump got exposed to sweat. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.